Event description:
It was reported that the device runs when the trigger is no longer activated. It is unknown if there was any patient or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The hand piece was received at the manufacturer for investigation and the alleged complaint of run on could not be duplicated. Investigation results indicate worn pins in the motor. The motor was replaced and maintenance was performed on the device.